Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an interlink system injection site which was involved in a leak. The customer reported that the cap being used to cap the line, via a luer lock, didn't stop blood flow and was leaking from the cap end of the line. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation with the customer, it has been concluded that this report was erroneous and there is no alleged deficiency against this product.